Event description:
As reported: "on (B)(6) 2021, the patient came to our hospital for internal fixation of the fracture due to the first metatarsal fracture of the left foot. After that, the patient recovered well. On (B)(6) 2022, the patient's x-ray reexamination showed that the screw was broken, and the patient had no obvious discomfort. On (B)(6) 2022, a surgery was performed to take the screw out, but the broken screw could not be removed and retained in the bone."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. Device remains implanted in the patient.

Manufacturer narrative:
Correction: please refer to d1, d4 catalog number, gtin, g4 510k#. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information such as patient records as well as the affected device must be available to determine the root cause of the failure. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "on (B)(6)2021, the patient came to our hospital for internal fixation of the fracture due to the first metatarsal fracture of the left foot. After that, the patient recovered well. On (B)(6)2022, the patient's x-ray reexamination showed that the screw was broken, and the patient had no obvious discomfort. On (B)(6)-2022, a surgery was performed to take the screw out, but the broken screw could not be removed and retained in the bone."